Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), a right ventricular lead integrity alert was triggered ,and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The rv lead integrity alert was triggered on (B)(6) 2014 for increased short interval counts (sic) and lead impedance variation in the last sixty days. On (B)(6) 2014, the rv lead impedance was 4047 ohms. Evidence of oversensing was observed "(B)(6) 2015 through (B)(6) 2014" as well as short interval counts (sic) increasing to 371.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, noise, and contains a possible fracture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.